Event description:
Surgeon reported that the patient was experiencing hypotony and that the conjunctive was eroding around the device causing exposure of the implant. The implant was removed and not replaced. The surgeon stated that it "had nothing to do with the valve of the implant but rather the eye itself". The patient gender, age and weight were not reported.

Manufacturer narrative:
No additional information is expected.